Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3777-60, serial/lot #: (B)(4), ubd: 23-dec-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had their device for quite a while and that they were not informed by the specialist who implanted the system the first time that they may need to have their battery replaced in 5 to 7 years. The patient stated that they were still having ¿excruciating pain¿ and they had the leads replaced two weeks ago¿. The patient state that they had a very strenuous job performing manual labor and while the patient was in recovery, the nurses advised that due to the patient¿s job, they suggested per the manufacturer that this procedure was treated as if the patient was having it done for the first time. Therefore, the patient was told that they should not be doing any bending, squatting, lifting, reaching, etc. For about 6 to 8 weeks. The patient stated that they performed all of these activities at their job. The patient¿s reason for calling was to make sure that the above information they were given was correct before they go back to the doctor who was trying to send the patient back to work after two to three weeks. The patient stated that the event occurred about 6 to 8 months ago in 2019. No further complications were reported/anticipated.